Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had a poor placement which caused the device not to respond well. Additional information indicates that this lead was placed in a poor responding branch. There were no issues with the lead. This lead was explanted. No additional adverse patient effects were reported.